Manufacturer narrative:
(B)(4). Returned meter and tests strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/02/2015).

Event description:
Consumer complaint of high blood results. Expected blood glucose results range from 90 to 200 mg/dl. Ran back to back blood test - 511mg/dl and 483mg/dl-fasting. Verified storage of test strips is within specification and they are kept inside closed original vial in the bathroom. Recalled test results from meter memory (fasting and after meals): (B)(6) 2015; 5:18pm - 548mg/dl; (B)(6) 2015, 8:51pm - 566mg/dl; (B)(6) 2014, 1:32pm - 219mg/dl; (B)(6) 2014, 9:44pm - 143mg/dl; (B)(6) 2014, 9:58pm - 100mg/dl.